Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon kinked. The balloon was replaced to start therapy. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon kinked. The balloon was replaced to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the catheter. The 0.018¿ guidewire was returned inserted through the iab. The one-way valve was also returned and still attached to the extracorporeal tubing. The inner lumen was observed to be bent at approximately 8.9cm from the iab tip. Additionally, the catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. Removal of the guidewire from the iab revealed that the guidewire was unraveled and kinked at approximately 7.4cm & 7.9cm from the j-tip end respectively. The evaluation confirmed the reported problem. However, we are unable to determine when this kink may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint#: (B)(4).

Manufacturer narrative:
Device available for eval? From: yes, to: no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon kinked. The balloon was replaced to start therapy. There was no reported injury to the patient.